Event description:
Per the info provided to co by the physician, the device was removed due to "infection." As reported to co by means of operative notes "he developed a localized infection around the pump in the scrotum. Dr tried to manage this with antibiotics, however it did not improve. Dr then removed the scrotal pump two weeks ago. Dr did not see any purulence coming from the cylinder and therefore elected to try to salvage them. The pt has had continued drainage from his wound indicating obvious continued infection." Dr elected to bring him back to the operating room for removal of the cylinder(s) and reservoir."